Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was no external damage on the device. There was check clutch/ plunger leer error in the event history log (ehl). Multiple occlusion/flow tests were performed. The customer reported product problem (plunger lever error) was not reproduced during functional testing. The customer reported product problem was confirmed on the basis of the ehl findings. The clutch halves were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a plunger lever error. No patient injury or complications were reported in relation to this event.